Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from the united kingdom stating that during the pre-hospital intubation of a patient, the cuffed endotracheal tube was selected in error, partly due to packaging, and interpretation during a high-stress situation. The 5.0mm outer diameter was more apparent, black on white, and was mistaken for the internal diameter, which was actually 3.5, larger black text on orange and less contrast. The airway pressure end-tidal carbon dioxide level was elevated for a total of 40 minutes, until the mis-selected tube size was identified as the cause. This placed the head-injury patient at risk of secondary brain injury. The patient was reintubated with a correct size endotracheal tube. An internal incident was raised. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the reported lot number, um4329xxx, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).